Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: .keypad is unfunctional due to moisture found around keypad flex connector. Battery compartment and display lens leak found during leak test in terms of moisture. Moisture found inside the pump,behind display but not in battery compartment. Display found dim pink contrast. .bolus button unresponsive due to moisture in circuit board.